Event description:
The defibrillator charged but did not deliver shock. The autotest did not reveal any anomaly. Another defibrillator was made available and used. There were no adverse effects to the pt reported as a result of device use.